Event description:
This pi is for the revision on or after 2024. As per pss implant request case (B)(4): right chronic peri-prosthetic acetabular fracture with discontinuity. Progressive loosening and migration of acetabular cup in the setting of fracture require revision to provide stable hip with restored hip center or rotation and prevent progressive bone loss. Significant fracture and altered anatomy require complex reconstruction with patient and anatomy specific implant to reconstruct hip and stabilize fracture. Index procedure ((B)(6) 2018) - stryker trident ii 48mm acetabular component with single screw, size 2 accolade ii stem 127 degree neck angle with 36 mm +5 ceramic head complicated by early femoral stem subsidence and periprosthetic femur fracture requiring revision of femoral stem on (B)(6) 2018 to competitor stem, size a 50mm body with 36mm -3 metal head. Mechanical fall in nov 2023 with periprosthetic acetabular fracture and pelvic discontinuity with progressive acetabular loosening and medial cup migration.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture, loosening & subsidence involving an unknown trident ii 48mm shell was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that this pi is for the revision on or after 2024. As per pss implant request: right chronic peri-prosthetic acetabular fracture with discontinuity. Progressive loosening and migration of acetabular cup in the setting of fracture require revision to provide stable hip with restored hip center or rotation and prevent progressive bone loss. Significant fracture and altered anatomy require complex reconstruction with patient and anatomy specific implant to reconstruct hip and stabilize fracture. Index procedure ((B)(6) 2018) - stryker trident ii 48mm acetabular component with single screw, size 2 accolade ii stem 127 degree neck angle with 36 mm +5 ceramic head complicated by early femoral stem subsidence and periprosthetic femur fracture requiring revision of femoral stem on (B)(6) 2018 to competitor with 13 x 150mm stem, size a 50mm body with 36mm -3 metal head. Mechanical fall in (B)(6) 2023 with periprosthetic acetabular fracture and pelvic discontinuity with progressive acetabular loosening and medial cup migration.' The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, lot details, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.